Event description:
It was reported the unit burned. Visual inspection of the unit revealed that a segment of the lead wire had broken in one area, allowing a spark to contact the fabric foundation and causing a burn. We were unable to determine the cause of this report.